Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the product found broken and the syringes fall off, not screwed. Also found syringes with multiple numbers.

Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number was not provided. A search of our complaint database for complaints related to a lot number could not be performed without a lot number to reference. A review of maintenance records (both corrective and preventive) and calibration records could not be performed without a lot number. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined based on the available information and there were no samples available for evaluation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for proper assembly and damage. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.